Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the lens was stuck in the corneal sclero tunnel and during removal the lens was stretched and probably damaged. Additional information was requested.